Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation appears to be related to procedural condition. The reported patient effect of perforation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1. After removal of the steerable guide catheter (sgc), there was atrial shunting. The atrial septal defect (asd) was closed using an amplatzer device and the shunt resolved. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.